Manufacturer narrative:
(B)(4). Insulin pump was received with blank display due to missing battery tube spring. Unable to perform the displacement test due to blank display. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that during battery change the spring of the battery compartment came out. The customer¿s blood glucose level was 110 mg/dl at the time of the incident. Troubleshooting was performed. Customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. The insulin pump will be returned for analysis.